Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers:(B)(4).

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a drain was inserted. The drain was in place for seven days. When removing the drain, there was unexpected blood and a hematoma was noted. There was no medical intervention for the hematoma.

Manufacturer narrative:
(B)(4). Batch # j1239808; quantity 4,800; mfg date 2012-08; expiration date 2017-08. Batch # j1242601; quantity 4,790; mfg date 2012-09; expiration date 2017-09. Batch # j1242602; quantity 4,790; mfg date 2012-09; expiration date 2017-09. Batch # j1242971; quantity 3,600; mfg date 2012-10; expiration date 2017-10. Batch # j1243311; quantity 4,790; mfg date 2012-10; expiration date 2017-10. Batch # j1245905; quantity 4,780; mfg date 2012-12; expiration date 2017-12. Batch # j1349579; quantity 4,800; mfg date 2013-01; expiration date 2018-01. Batch # j1349580; quantity 4,800; mfg date 2013-02; expiration date 2018-02. Batch # j1349581; quantity 4,790; mfg date 2013-03; expiration date 2018-03. Batch # j1349582; quantity 2,400; mfg date 2013-02; expiration date 2018-02. Batch # j1349585; quantity 3,590; mfg date 2013-04; expiration date 2018-04. Batch # j1353205; quantity 4,790; mfg date 2013-02; expiration date 2018-02. Batch # j1354774; quantity 3,590; mfg date 2013-03; expiration date 2018-03. Batch # j1355533; quantity 2,400; mfg date 2013-03; expiration date 2018-03. Batch # j1355534; quantity 4,800; mfg date 2013-02; expiration date 2018-02. Batch # j1356390; quantity 3,600; mfg date 2013-03; expiration date 2018-03. Batch # j1357199; quantity 2,400; mfg date 2013-03; expiration date 2018-03. Batch # j1358692; quantity 4,800; mfg date 2013-04; expiration date 2018-04. Batch # j1358694; quantity 3,600; mfg date 2013-03; expiration date 2018-03. Batch # j1359366; quantity 3,600; mfg date 2013-03; expiration date 2018-03. These products have been manufactured, inspected and packaged in conformance with customer specifications and have been found to be acceptable within all parameters.